Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 190cc mentor memorygel breast implant (catalog #: 3507190mc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a revision breast augmentation with a 190cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided rupture. The patient stated that mammogram performed in (B)(6) 2019 indicated the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, anomalies were observed on both views of the device, consistent with a crease/fold. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-aug-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, anomalies were observed on both views of the device, consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-mar-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6)2020. The relevant fields have been updated. Reason for device explant and/or reoperation: material rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-jul-2020, mentor received additional information regarding the patient's symptoms and condition of the suspected medical device. The patient experienced bilateral granuloma. Since the imaging report indicated bilateral granuloma but the device was found to be intact upon explantation, device code gel leak was added. The relevant fields have been updated. Updated reason for device explant and/or reoperation: suspected rupture, breast mass, granuloma. On 29-jul-2020, it was found that the updated date of explantation was omitted on the previous report. The patient underwent explantation on (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-jun-2020, the suspected medical device was returned for evaluation. On 18-jun-2020, after a clinical review of the operative report , patient codes implant site calcification, fat necrosis, and breast mass were added to more accurately capture the patient¿s reported symptoms. In addition, the device was found to be intact upon explantation. The relevant fields have been updated. Reason for device explant and/or reoperation: suspected rupture manufacturer's reference number: (B)(4).